Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer's husband stated that his wife is in the lock button and cannot get it out. The husband stated that his wife had the pump on her waist band and the buttons were pressed against her skin. The husband stated that they were driving in the car when the pump alarmed button error. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive buttons due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.